Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. Concomitant medical products: 694765, lead, implanted: (B)(6) 2011.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was being changed out and the superior vena cava coil of the right ventricular (rv) lead had to be cut due to an inability to remove the lead from the header. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.